Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of leaking from the distal end was not confirmed. However, the reportable malfunctions noted in the event description were observed. Additionally, inspection noted a cut and a scratch on switch (1) one, the forceps control lever was damaged and does not move smoothly, deformation of forceps elevator knob which rotates concurrently and deformation of the forceps elevator lever, as up/down knob cannot be locked securely. Further, the grip is deformed, the scope body and scope cover have a crack, the guide pin of the electrical connector is deformed, the channel tube is damaged, and the nozzle is shaved. Also observed was the adhesive on the bending section cover was detached, the connecting tube was deformed and has a cut, the angle wire was worn as the bending angle in the up direction does not meet the standard value, the ultrasonic tube is damaged, and the channel tube has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaking from the distal end. However, during estimation it was observed that there was a gap of adhesive on the distal end and a gap between the acoustic lens and ultrasound probe was observed. This report is being submitted for the reportable malfunction(s) found during the evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely the result of physical stress due to repetitive use and or user handling/mishandling. Olympus will continue to monitor field performance for this device.